Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the exact cause of death was not available. The patient decompensated during the case and fully coded. The clinicians were unable to resuscitate the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died during implantation of transvenous pacing system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no device malfunction or problem during the event.